Event description:
It was reported that the insulin pump had fallen into the water at the beach because the customer's belt clip broke. The customer's blood glucose was 67 mg/dl the customer stated that the insulin pump alarmed a battery alarm, they changed the battery but the insulin pump would not turn on. The customer stated that the device was exposed to fluid in the past with no moisture visible in the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.